Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were 199 mg/dl, 147 mg/dl. Tests were done < 10 minutes apart with a difference of 27%. Patient did not experience any adverse events. No further information has been reported.